Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot appeared to be burnt. Resistance testing was conducted and results were within specifications, which indicate that the micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. Results from testing showed that no electrical non-conformities were found on the device after several device activations. The device meets electrical product specifications. The reported complaint is not confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro device was activated, it would not deliver energy (no output) and would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.